Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. Installed and removed a test battery several times prior to testing. No unexpected battery errors occurred. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery, replace battery now, insert battery, or power loss alarms noted during testing or in the pump trace download files. The pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s current blood glucose was 500 mg/dl, 405 mg/dl and 183 mg/dl. The customer was treated with insulin pump. The customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.